Event description:
Adverse event(s): "no pt involvement." (No pt involvement). Product problem(s): "blue and white fibers found in pak." (Foreign material present in device). The nurse reported that she had found fibers in the custom pak. No pt impact was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).